Event description:
Reportable based on device analysis completed on 26nov2021. It was reported that the device cold not cross the lesion. A 3.00 x 38mm synergy xd stent failed to cross the 90% stenosed target lesion located in the moderately tortuous and moderately calcified lesion within the left anterior descending. The lesion was pre-dilated with a 2.5x20mm balloon catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was found within maximum crimped stent profile measurement specification. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 19.6 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.